Manufacturer narrative:
The investigation found a section of the insulation around the irrigation holes to have melted. The melting occurred as a result of arcing. Two possible sources of arcing were identified. Simultaneous activation of the suction function and the electrical current could result in increased arcing at either the electrode tip or aspiration holes, causing the insulation to melt. Or activating the electrode while retracted in the sheath could result in arcing through the aspiration holes and potential melting. The instructions for use state, simultaneously activating suction/irrigation and electrosurgical current may result in increased arcing at either the electrode tip or aspiration holes, and/or burns to adjacent tissue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, mist was emitted from the black part of the shaft and from the aspiration hole. The insulation at the proximal seemed burnt. The shaft was melted and no metallic material was around the spatula. A new device was used to continue the procedure. There was no patient harm. Covidien's initial evaluation found the device failed hipot testing around the melted insulation.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, mist was emitted from the black part of the shaft and from the aspiration hole. The insulation at the proximal seemed burnt. The shaft was melted and no metallic material was around the spatula. A new device was used to continue the procedure. There was no patient harm. Medtronic's initial evaluation found the device failed hipot testing around the melted insulation.